Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in the customer fainting, a seizure, and a fall resulting in stitches; cause of low bg could not be confirmed. Customer¿s continuous glucose monitoring sensor read the customer¿s bg level at 86-87 mg/dl; the customer was unsure if this value was correct. The customer drank coca cola to address the low bg prior to fainting. The ambulance arrived and the customer¿s bg level was measured to be 54 mg/dl by medical personnel and the customer was transported to the emergency room (ER). Customer was treated with an intravenous drip with glucose at the ER. No issues with the cartridge, infusion set tubing, infusion set cannula or the insulin in use were identified. Additionally, no pump issues were identified; the customer received a low bg alert at the time of the event and did not receive any alarms or other alerts to indicate issues with the pump. The distributor performed a review of the pump data and reported that the pump was functioning according to specifications. Customer was released from the ER later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.